Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate shock due to oversensing noise on the ventricular channel. A header anomaly was suspected as the cause of the noise, but unable to be confirmed. The device was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The device binned the events and delivered therapy. The report of the event header anomaly was not confirmed. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.